Manufacturer narrative:
Correction information: b4: date of this report. G6: follow-up #: 1. H2: if follow-up, what type? H3: device evaluated by manufacture. H6: adverse event problem. Additional information: d4: primary unique device identifier (UDI). D8: was this device ever serviced by a third party? H4: device manufacture date. Evaluation summary: event that occured is the blackout. The pentax engineer checked with hospital staff. The malfunction was found during pre-use check. No harm was caused to the patient. The examination was completed with a backup device. Based on the investigation, due to the device didn't be sent to the pentax for repair, and the hospital did not get the cause reason from third party, it was hard to determine the specific fault and the cause of the malfunction. Note: there are a wide variety of causes that can lead to a blackout of an endoscope system. Power supply fuse failure, power supply contact failure, monitor output failure, processor pcb failure, etc. Based on the investigation, due to the device didn't be sent to the pentax for repair, and the hospital did not get the cause reason from third party, it was hard to determine the specific fault and the cause of the malfunction. The device was repaired by the third party and returned to the hospital. Reminded the hospital that the daily operation and reprocessing procedure should be regulated in accordance with the IFU. Investigation completion and return date: 04 nov 2024. Based on the trend analysis, there is no significant increase in repair complaints for this failure mode/hazard, and no increasing trend. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed the processor was manufactured pentax medical yamagata on 02-oct-2018 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 05-oct-2018. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
Pentax medical apac responded via email on october 14, 2024, stating that when they saidthe equipment was sudden black screen, they meant that the endoscope display turned black. G4: this device is not distributed in the USA; therefore, the PMA/510(k) number is not applicable. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Patient on (B)(6) 2024 in our hospital for electronic gastroenteroscopy, the equipment on the state of normal, the patient was anesthetized, ready to examination, the equipment was sudden black screen, to immediately replace the processor for use. The patient was not affected and no harm. Harm performance: prolong the examination time. This event occurred at the time of before use. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.